Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that at a regular fitting session in (B)(6) 2010, a short circuit between the electrodes 8 and 10 was detected. Additionally the electrode 12 had to be deactivated due to facial stimulation. The pt reported partly fluctuating background noise and finally bad hearing comfort. The speech processor has not been worn finally, as a disturbing hearing sensation occurred due to the deactivated electrodes. A fall or similar is not known. According to latest info, a revision-surgery is considered.